Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital kept it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a removal of a liner and head due to instability.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding revision due to instability involving a system 12 acetabular insert was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that there was a removal of a liner and head due to instability.